Manufacturer narrative:
There were electrode pads with several different lot numbers returned for evaluation. The customer's report of adhesive problems was not replicated or confirmed. The onestep CPR complete pads from lot 1025m were received with the original packaging, opened, and stuck to a red plastic bag. The foam on the pads was adhesive, the gel was rolled, and the sternum pad was covered in an excessive amount of hair. A closer look at the sternum pad indicated that the gel was in place when the pads were attached to the patient, since the hair was rolled into the gel. It cannot be determined if the gel rolled upon placement or removal of the pads. There were no discrepancies with the DHR for the lot or the first pass yield file that related to any gel defects. The electrodes were scrapped. It's important to note that if the electrodes are moved due to compressions or therapy that involves patient movement that results in the pads being slightly moved, the users should consider replacing with new electrodes. This is due to the potential for gel to stick to the patient's skin and detach from the pad, which would be considered an expectedoutcome. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the electrode pads gel separated from the pad when on the patient. There was no delay in therapy. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.